Event description:
Customer reported an issue where the time on their pump changed by 30 minutes without explanation, which they noticed approximately three months prior. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.